Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic stent graft extension was implanted in a competitors stent graft, that was originally implanted for the endova scular treatment of an 80mm abdominal aortic aneurysm, and now the endurant for the treatment of a type ia endoleak. A competitor's stent graft was implanted in a patient. It was reported that a type ia endoleak was discovered on an unknown date and an intervention was performed using an endurant aortic extension. The renal artery was sacrificed and the endurant was implanted to just below the superior mesenteric artery to extend the graft coverage. A small type ia endoleak remained after the endurant implantation, reportedly due to a gutter at the suprarenal stent of the existing competitor's stent graft. As per the physician, the cause of the event was due to the gutter at the suprarenal stent of the existing competitor's device and was not resolved by the proximal implantation of the endurant. No additional clinical sequalae were reported and the patient is fine.